Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have fractured. The field representative decreased the lead's pacing. The physician tried to replace the lead but the patient's vein was blocked and due to patient's age, would not want to try other place. Additional information obtained from the field representative indicates that device was reprogrammed and patient continues to be monitored. This rv lead still remains in service. No additional adverse patient effects were reported.